Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (vlp) exhibited an increased pacing impedance and capture threshold. No changes or interventions were performed. The patient was in stable condition.